Event description:
It was reported that the implantable cardioverter defibrillator exhibited an oversensing alert showing right atrial undersensing. It was noted that intermittent undersensing is happening while the patient is in sir. Further information was requested however, was not provided.